Event description:
The valve was implanted in 1989 and revised on 2/28/2002 as it was not working properly. It was placed with a csf-unitized shunt, regular, medium pressure, c/n 46024.

Event description:
The valve was implanted in 1989 and revised on 2002 as it was not working properly.